Event description:
The customer reported to baxter (B)(4) a blockage that occurred on an interlink i.v. Catheter ext set. There was no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). One actual sample was received for evaluation purposes related to the no flow/restricted flow condition. Visual and functional testing was performed and the reported condition was confirmed. The unit failed clear passage testing at 8 psi and the no flow condition was confirmed between the tubing and female luer lock. The assignable cause could not be determined.